Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer called as her battery cap gold piece fell off. She was able to reattach . No harm requiring medical intervention was reported. Troubleshooting was performed and the issue was not resolved. The customer will discontinue use of the device. The device will not be returned for analysis.